Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the issue did not recur afterward. The customer was able to continue using the pump and was advised to call back if the malfunction code appeared again.